Manufacturer narrative:
The customer returned the strips for investigation. The returned strips were tested using a retention meter and retention quality control of a high level. Testing results: qc 1: 2.5 inr, qc 2: 2.5 inr , qc 3: 2.5 inr, the maximum difference between measurements was 0.0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The result from the meter was 2.0 inr and the result from the hospital laboratory was 2.6 inr. On (B)(6) 2019 the result from the meter was 2.7 inr and the result from the hospital laboratory was 1.9 inr. The results were within 7 hours. The laboratory method was asked for but not provided. There was no allegation of an adverse event. The customer's diet had not changed. The customer's therapeutic range was 2.5 - 3.5 inr. The suspect device was requested to be returned for investigation.